Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during an inspection, one (1) journey dcf ap fem cut blk 7 was broken on the flange at the control knob base. There was no patient involvement. However, after further review, it was determined that the issue does not meet the criteria to be reportable, since the device damage was identified in an instance intended for that purpose and no patient was involved. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur pursuant to 21 cfr §803.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during inspection, one (1) journey dcf ap fem cut blk 7 was broken on the flange at control knob base. There was not patient involvement.